Manufacturer narrative:
(B) (4).

Event description:
It was reported that impedance readings less than 250 ohms were measured for electrodes 6 and 7 (actual reading was 54 ohms). All other impedance measurements were within normal range. The patient was not getting therapeutic effect, several other programming options revealed unfavorable side effects for the patient (unspecified). Per the patient, when they turned their head left, there was a very strange feeling in the brain that did not occur when their head was straight or turned right. Additional information has been requested, a follow-up report will be sent when additional information becomes available.